Manufacturer narrative:
Complaint no: (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 103 (night drain #3) alarm occurred during peritoneal dialysis on the homechoice. This alarm occurred during drain three of peritoneal dialysis. This indicates the patient drained greater than (B)(6) of the maximum prescribed cycle fill volume. The therapy log was reviewed and revealed two drains have been bypassed. The patient experienced difficulty breathing but no medical intervention was done. The technical services representative referred the patient to their peritoneal dialysis registered nurse. There was no patient injury or medical intervention reported. No additional information is available.